Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported the device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the posterior side assessed as an unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive additional observations: creases observed on the device. Wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.